Manufacturer narrative:
Pending evaluation. Concomitant devices: logic tibial fit tray cemented (cn: 02-012-45-5060, sn: (B)(4)); three peg patella 38mm (cn: 200-02-38, sn: (B)(4)); fluted stem extension (cn: 204-34-04, sn: (B)(4)); logic tibial implant psc insert (cn: 02-012-44-5011, sn: (B)(4)); tibial stem ext. Screw (cn: 204-70-00, sn: (B)(4)).

Event description:
As reported, approximately 4 months postop the initial implant, this (B)(6) y/o male patient was revised. The reason for revision is not available. Patient was last known to be in stable condition following the event. The devices will not be returned due to hospital policy. This information was received as part of another complaint that is reported separately. All available information has been received at this time. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is unknown at this time.

Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision as reported, approximately 4 months postop the initial implant, this 73 y/o male patient was revised. The reason for revision is not available. Patient was last known to be in stable condition following the event. The devices will not be returned due to hospital policy. This information was received as part of another complaint that is reported separately. All available information has been received at this time. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is unknown at this time. (D11) concomitant devices: logic tibial fit tray cemented (cn: 02-012-45-5060, sn: (B)(6). Three peg patella 38mm (cn: 200-02-38, sn:(B)(6). Fluted stem extension (cn: 204-34-04, sn: (B)(6). Logic tibial implant psc insert (cn: 02-012-44-5011, sn: (B)(6). Tibial stem ext. Screw (cn: 204-70-00, sn: (B)(6).